Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that the during service testing by ac power mode intra-aortic balloon pump (iabp) battery was not charged and battery lamp was being turned on and off for a while. It was noted that the battery gauge was not raised over time. No patient involvement reported. No adverse event reported.

Manufacturer narrative:
As per an email response from business unit the reported incident was not duplicated. A field service engineer (fse) confirmed that the li-ion battery was failed. He replaced the li-ion battery and resolved the issue. Performed running test without occurring any problem.

Event description:
The customer reported that the during service testing by ac power mode intra-aortic balloon pump (iabp) battery was not charged and battery lamp was being turned on and off for a while. It was noted that the battery gauge was not raised over time. No patient involvement reported. No adverse event reported.

Event description:
The customer reported that the during service testing by ac power mode cardiosave intra-aortic balloon pump (iabp) battery was not charged and battery lamp was being turned on and off for a while. It was noted that the battery gauge was not raised over time. No patient involvement reported. No adverse event reported.